Event description:
This case is cross-referred to the case (B)(4) (cluster). This unsolicited case from (B)(6) was received on 24- mar-2017 from a physician and surgeon. This case involves a (B)(6) female patient who received treatment with seprafilm and 03 days later developed peritonitis. Medical history was significant for adhesive intestinal obstruction. No concurrent condition, past drugs and concomitant medications were not provided. On (B)(6) 2017, the patient underwent open small intestinal resection and 2 sheets of seprafilm (route, form, batch/lot number and expiry date: not reported) for were applied to the site under the midline incision wound and its surrounding area without use of sepralap or other device for postoperative adhesion. On (B)(6) 2017, 03 days after the seprafilm placement, the patient developed moderate peritonitis between the site under the midline incision wound and the abdominal wall. The onset site of the event seemed to be obvious to the application site of seprafilm. As of (B)(6) 2017, the event was resolving. Bacterial culture was not performed. Inside the abdomen, crescentic fluid retention was noted between seprafilm and the abdominal wall. Re-laparotomy and drainage were performed. Corrective treatment: re-laparotomy and drainage. Outcome: recovering/resolving. Seriousness criteria: hospitalization. A product technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. It was reported that the continuation of the investigation was impossible as there was no co-operation from the relevant medical institution. Reporter causality: probable. Diagnosis: peritonitis. Reporting physician's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting physician's causality assessment: probable. Additional information was received on 19-apr-2017 and 20-apr-2017 (processed with clock start date: 19-apr-2017): global ptc number and ptc results were added. Text was amended accordingly.